Event description:
Additional information received reported, the patient did not have concerns with her device or therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced coupling and or communication issues. Use of the antenna locate feature resulted in a power-on-reset condition which lead to a normal recharging screen. It was reported that the pt last charged 2 months ago and last felt stimulation a few weeks ago. The pt could not communicate with the pt programmer and the implantable neurostimulator recharger. It was reported that the pt needed to clear the power-on-reset condition. Additional info has been requested, but was not available as of the date of this report.